Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the power tray assembly involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The system had powered down due to a failed power supply a which had no 12 v output. The power tray assembly was replaced to resolve the issue. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur if could cause or contribute to an adverse event.

Event description:
It was reported that during a sacrocolpopexy with hysterectomy da vinci assisted procedure, the tower shut down. The hospital contacted the intuitive surgical, inc. Technical support representative whom instructed the customer to check the outlets and breakers on the vision side cart, however the vision side cart (vsc) would not power on. Technical support requested that the customer use the vsc from another da vinci surgical system to complete the planned procedure. No patient harm, adverse outcome or injury was reported. A field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse had attempted to power on the vsc but was not able to. To resolve the issue, the fse replaced the power tray assembly. The power tray assembly supplies power to the core of the vision cart.